Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a f/u report detailing the results of the evaluation.

Event description:
Portal explanted due to leakage. Upon explant it was noted the catheter was disconnected from portal. New portal implanted using existing catheter. No further incident related sequela reported.